Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the patient had excessive inflammatory response with relative corneal opacification in the unknown eye of a patient, after lasik surgery. Patient was treated with steroid cortisone.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Pre-operative values and post operative values including topographies and treatment reports were requested but not made available by surgeon, therefore a deeper investigation cannot be performed. No technical root cause was identified. Without additional information root cause cannot be identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.